Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal 182mcg/day 2000 mcg/ml via an implantable pump. It was reported that the physician was unable to access the pump for refilling, as it was flipped after being confirmed by magnetic resonance imaging (MRI). The catheter was fractured. The cause of the event was unknown. Action/intervention: the segment was discarded and replaced with new one. The pump was revised. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient was alive.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6)2016; explant date (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.